Event description:
A (B)(6) pt called in to lifecor customer support to report that neither battery would power up the monitor. Both batteries charge normally in the charger, but when they are inserted into the monitor, there are no flashing response buttons, no alarms, and the screen remains off. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the monitor not powering up was a blown f102 fuse on the computer/analog pca. The root cause of the blown fuse cannot be positively identified. All voltage and current checks are normal. The plastic enclosure was cracked along the seams and top cover. It cannot be determined if the cracked case contributed to the blown fuse. Monitor was repaired and refurbished. No adverse event resulted from the blown fuse. The pt received a replacement monitor.